Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube, a cracked reservoir tube lip, a cracked belt clip slot and minor scratches on the display window.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the buttons frozed. No blood glucose reading provided. Advised the customer that insulin pump would be replaced. No further information provided.